Manufacturer narrative:
Testing of the quality control laboratory confirmed the correct function of the allegedly defective lot of biotestcell-p1, p2. After adjustment of the washer unit no more results were interpreted as negative when the target value was positive. Therefore, we assume that the problem was linked to the specific settings of the washer unit. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer complained that four samples yielded false negative reactions with biotestcell-p1, p2. Customer had used the samples as controls for tango. The four sample that had caused false negatives were sent to us for quality control, but none of the supposedly defective product was returned. The samples were retested in our quality control laboratory with the retained sample of biotestcell p1, p2. Two of the samples reacted positively and two reacted negatively. The four samples were also tested in a different method and showed comparable results. Hence we presume the samples to contain weak antibodies at the borderline of antibody detection. Since a repair of the tango's washer unit yielded in correct results we assume that the complaint was related to the instrument and not to the allegedly defective lot of biotestcell-p1, p2.